Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken. The device was in good condition with no appearance of any physical damaged. Force sensor error test error was observed in the event history log; there wasn't an error which related to main board. The technician performed the power up process, checked and test force sensor, completed visual inspection on main board and functional testing to verify main board was working properly. Force sensor test error was found at power up, failed force sensor reading at 0.00 pounds (lbs). The force reading is 0.00 lbs. And the count is at 0.00 (the count of the force at 0.00 lbs. Should be 30s). No problem was found on main board, main board was operated as intended. The root cause of the reported issues were found to be force sensor was out of calibration as a result of normal wear. Pump was over 11 years old. No problem was found on main board. The technician performed force sensor calibration. No problem was found on the main board. The technician performed power up process and all functional test.

Event description:
It was reported that force sensor error occurred and main board issue. No patient injury was reported.